Manufacturer narrative:
For the reported malfunction, a lot number was provided, and a lot history review was performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model dr80710 pta balloon dilatation catheter allegedly experienced a break and a leak. This report was received from one source. This malfunction involved a patient with no patient consequences. Age, weight, and gender were not provided for this patient.

Manufacturer narrative:
H10: of the reported malfunction, was reassessed for reportability and determined to be no longer reportable. H10: for the reported malfunction, a lot number was provided, and a lot history review was performed. The sample was returned for evaluation. The investigation is unconfirmed for break, and inconclusive for the reported device leak. A root cause has not been determined. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the malfunction indicated that model dr80710 pta balloon dilatation catheter allegedly experienced a break and a leak. This report was received from one source. This malfunction involved a patient with no patient consequences. Age, weight, and gender were not provided for this patient.